Event description:
Information was received from multiple sources (company representative (rep), consumer (con), healthcare provider (hcp)) regarding a patient who was receiving intrathecal hydromorphone (25 mg/ml at unknown dose) via an implantable infusion pump for non-malignant pain. It was reported that at their pump refill on (B)(6) 2022, they noticed that the patient's MRI (magnetic resonance imaging) 2 months ago "knocked out the pain pump". The hcp noted an alert stating the pump had been stopped for 479 hours. The patient also reported increased pain after the MRI. The patient reported that the hcp said the pump will have to be surgically replaced. Of note, the patient stated that they cannot currently have their pump replaced as they have a "very serious infection" (confirming unrelated to pump) that the patient was receiving infusion for, so "they are not going to touch her for months" to replace pump. The rep also stated that the patient was not a candidate for surgery as the patient has some decubitus ulcers. The rep reported that they do not believe the pump was refilled as planned on (B)(6) 2022. Additionally, the patient stated that the pump was now alarming, unsure of when alarm started, but the alarm was sounding "every hour". The patient stated that the alarm sound began quiet but was now loud as it was sounding every hour and they were wondering how to silence the alarm. On (B)(6) 2022, the patient went to see their hcp due to the pump alarm. The rep stated that the pump was alarming now possibly due to a low reservoir. Additional information received from the rep stated that the pump stall recovered post initial interrogation. Low reservoir and empty reservoir alarms were discussed. Patient stated that pump medication was "hydrocodone".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the healthcare provider recently saw the patient and the patient was doing well since the healthcare provider filled their pump. There have been no pump alarms since the pump was refilled as well. The patient¿s pain has improved. The decubitus ulcers were not related to the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.